Manufacturer narrative:
(B)(4). Date sent: 4/6/2021. D4: batch # p93u5u. H6: component codes: mechanical (g04); others (g07) . Investigation summary: the analysis results of the er420 found that it was received with the lockout mechanism prematurely activated. The analysis results found that the er420 device was returned with no damage in the external components. The device was returned fully dispensed. No functional test was performed due to the returned conditions of the device. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken, which suggest that a premature lockout occurred, leading to the reported incident. The event described could not be confirmed as the device performed without any difficulties noted. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: fully squeeze the trigger and then release to load the first clip into the instrument jaws. Failure to completely squeeze the trigger can result in clip mis-loading. Position the jaws with the clip completely around the vessel to be ligated. Fully squeeze the trigger on each firing. Do so by pulling back on the trigger even after a sharp ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. The next clip is automatically advanced as the trigger is released. Inspect the instrument jaw tips after each use to ensure a new clip is present before the next firing." A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, there was clip malformation. It is unknown how the procedure was completed and patient consequence was not reported.